Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver the stent and stent embolism; patients condition affected effectiveness of device (severe coronary disease, 80% stenosis); none (device not available for evaluation). Conclusion results: device failure/lack of effectiveness related to patient conidtion (severe coronary disease, 80% stenosis).

Event description:
The physician was treating a lesion in the 1st obtuse marginal branch. The lesion exhibited 80% stenosis post dilation with a 90 degree bend. The lesion was pre-dilated and the physician advanced an integrity rapid exchange (rx) coronary stent.the stent was unable to cross the lesion and was removed. The physician repositioned the wire and re-advanced the integrity device. The device was unable to cross the lesion and during removal the stent dislodged in the left circumflex. Numerous attempts were to retrieve the stent but all were unsuccessful. The patient was stable post index procedure. The patient underwent bypass surgery five days later to remove the stent. There were no abnormalities noted during preparation/inspection prior to use. Image review: the reported stent dislodgement is confirmed based on the observation of a dislodged stent on the still fluoroscopy images received from the account.